Event description:
It was reported to resmed (B)(4) that an astral device was unable to power up after being charged. The device was not in use when the fault occurred, therefore, there was no pt involvement.